Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# (B)(4) that stent explantation occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 20 synergy ii drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the physician attempted to remove the guide wire but was unable to do so. The patient was then sent to the operating room (or) for coronary artery bypass graft (CABG), ligation of atrial appendage, and removal of the guide wire. The patient was placed on bypass, the rca was opened, the stent was removed, and the guide wire was removed through the right femoral artery. No patient complications were reported.